Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The issue resolved with no supply change; insulin delivery resumed. Customer's blood glucose was 139 mg/dl.